Manufacturer narrative:
The pump was not returned to moog. Because we were unable to perform and evaluation, the complaint could not be duplicated, and is thus unconfirmed. This MDR is being submitted retrospectively because the reported overrun event involved a pediatric patient. The event described in this report was initially considered not-reportable due to the generally low risk of air being delivered to patients' stomachs and the fact that moog could not reproduce the event. However, having received an opinion from a couple of pediatricians that air in the stomach could pose a risk to well-being of pediatric patients, moog has decided to submit mdrs for all overrun-related complaints involving patients under 18 years old.

Event description:
The patient's father called moog's overnight phone service and stated that the pump his (B)(6) was using was not alarming or shutting down when feeding was complete. The dose done was not working properly. The overnight phone service also instructed the father to change the dose each feeding as a possible way to overcome the error. They also instructed him that it may be time for a replacement pump if it really has stopped alarming and that he should contact his dispensing pharmacy with a replacement if so. Moog attempted several times to contact the father for more details, but was unable to reach him.